Event description:
It was reported that "the balloon did not inflate before use." There were no patient complications reported.

Manufacturer narrative:
During a follow-up attempt, the reporter commented that the incident occured ¿during use¿ not "before use¿.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation without any attached components. Blood was observed inside the thru-lumen. The thru-lumen was found to be occluded by clotted blood. The catheter body showed slight indentations at approximately 40, 79, and 82 cm proximal from the catheter tip. Back pressure was felt when air was injectate into balloon inflation lumen. The balloon was found to be ruptured at the central area around the circumference and was inverted to the distal side. The ruptured edge was not able to match up. Examination also found a full occlusion of the inflation lumen. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." For this catheter the maximum pull force on the inflated balloon is 0.7 lbs. Further examination found the inflation lumen to be collapsed due to a kink in the catheter body at the distal edge of the "y" fitting. No visible damage to the windings was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.